Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. It was unable to perform the displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The device also had cracked battery tube threads, cracked reservoir tube lip, and scratched lcd window and case. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown; it was indicated it was high. It was mentioned that the customer wore the insulin pump in her bra. Troubleshooting was not able to resolve the issue. The device was returned for analysis.